Event description:
Patient was revised to address infection. It also states that they did an irrigation and debridement.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient was revised to address infection. It also states that they did an irrigation and debridement. Doi: (B)(6) 2017, dor: (B)(6) 2017. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.